Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported the pt was lost to follow-up and expired due to a ruptured aneurysm.